Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the balloon catheter was unable to be deflated. The catheter had to be cut in order for it to be removed. Upon removal of the catheter it was noted to be bent. No patient complications have been reported as a result of this event.